Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) . Investigation ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be an electronic defect on ip key and led board msp159234. After replacing the ip key and led board msp159234 the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the electronic defect on the ip key and led board msp159234 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: "silent key continuously activates whenever other options are selected."

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: "silent key continuously activates whenever other options are selected."